Event description:
It was reported that the procedure was to treat a lesion in an unspecified artery. The hi-torque (ht) balance middleweight (bmw) hydro guide wire met resistance during advancement and was not able to pass the guide wire past the brachial site. The guide wire, catheter and sheath were removed. There was no resistance upon removal. The patient was beginning to be prepared for a femoral percutaneous coronary intervention (pci) when it was noted that the guide wire had separated in the radial artery and a section of the guide wire was left in the patient that required surgical intervention. The separated portion was removed from the anatomy the next day. There was no adverse patient sequela and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported material separation was confirmed. The reported failure to advance could not be tested as it was based on operational context. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents/complaints from this lot. The investigation determined the reported failure to advance appears to be related to the operational context of the procedure; however, the investigation was unable to determine a conclusive cause for the reported material separation. Additionally, the separated portion of the guide wire was successfully removed via surgical intervention. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported material separation was confirmed. The reported failure to advance could not be tested as it was based on operational context. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents/complaints from this lot. The investigation determined the reported failure to advance appears to be related to the operational context of the procedure; however, the investigation was unable to determine a conclusive cause for the reported material separation. In this case, it is likely that the guide wire interacted with the patient¿s anatomy during advancement, as resistance was noted, resulting in the reported failure to advance. Factors that may contribute to a material separation (core) include, but are not limited to, tensile strength, excessive force applied to device, interaction with accessory devices, and/or interaction with challenging anatomy. There was no damage noted to the guide wire during the inspection prior to use or during preparation for use which suggests a product quality issue did not contribute to the reported difficulties. In this case, it is possible that the guide wire became damaged during its interaction with the anatomy, resulting in the reported material separation and noted material deformation (misaligned coils); however, this cannot be confirmed. Additionally, the separated portion of the guide wire was successfully removed via surgical intervention. There is no indication of a product quality issue with respect to manufacture, design, or labeling.h6 - component code 4721 added, h10 - additional mfg narrative: revised.